Manufacturer narrative:
Correction: the catalog # and initial reporter country have been updated. The following information has been corrected: describe event or problem: it was reported that the bd vacutainer® urinalysis preservative urine tube had oil droplets in them. Medical device brand name: bd vacutainer® urinalysis preservative urine tube. Medical device catalog#: 365017. Unique identifier (UDI) #: (B)(4). Initial reporter address 1: unknown. Initial reporter city: unknown. Initial reporter zip: 00000. Initial reporter country code: germany.

Event description:
It was reported that the bd vacutainer® urinalysis preservative urine tube had oil droplets in them.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services provided troubleshooting with the customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® urinalysis preservative urine tube had oil droplets in them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tubes had oil droplets in them.